Event description:
It was reported that the unit experienced an e-1 error.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. The power-up sequence was repeated multiple times. No issues were noted. Functional testing was performed on the product and included the following: run mode/standby cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. All tests were successful. Measurements were taken on bulb voltage and lumen output. Both measurements were within their respective specs. The product was subjected to burn-in testing. No errors were noted. In sum, the customer complaint of an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.